Event description:
On the (B)(6) 2013 the complaint zilver ptx stent was placed in the long cto lesion. On the (B)(6) 2013, thrombosis was confirmed. On the (B)(6) 2013, thrombosis was treated by cdt (catheter) directed thrombolysis). No further adverse effects to the pt have been reported as occurring.

Manufacturer narrative:
PMA/510 (k) #: s001. Note the specific rpn of the zilver ptx device is not known. Incident meets the reporting criteria of an FDA MDR report based on the intervention carried out (cdt) as a result of the occurrence of thrombosis while a zilver ptx stent was indwelling. The device involved in this complaint was implanted in the pt and was therefore, not available for evaluation. With the info provided a document based investigation was carried out. The below list indicates potential risk factors that can generally contribute to the thrombosis event: pt factors: history of coagulopathy/prior thrombosis (e.g. Dvt), diabetes, especially if poorly controlled, cancer/chemotherapy, advanced age, obesity, hyperlipidemia, hypertension, smoking; lesion factors: long lesion, small vessel diameter, severe calcification, lesion totally occluded prior to stent placement, placement for in-stent restenosis; procedure factors: residual inflow, outflow, or in-segment stenosis or dissection, poor run-off (i.e. Beyond trifurcation); medication factors: inadequate procedural heparinization, inadequate loading dose of antiplatelet (ticlopidine or clopidogrel), inadequate dapt prescribed, non-responder to the apt, or non-compliant with prescribe regimen. According to the info provided, the pt had the following known potential risk factors for thrombosis: hypertension, hyperlipidemia and uncontrolled diabetes. In addition, there was a long lesion of 300 mm and the lesion was totally occluded prior to stent placement. The complaint is confirmed based on customer testimony; however, as per the above feedback it can be stated that it is unlikely that stent thrombosis occurred due to zilver ptx malfunction. As the device involved in this complaint was not returned for evaluation and condition of use cannot be replicated in the lab it is not possible to conclusively determine the root cause for this complaint. Prior to distribution, all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. As per the instructions for use which accompanies zilver ptx devices, arterial thrombosis is noted as a potential adverse effect associated with the placement of this device. Qual engineering will continue to monitor complaints of this nature for potential emerging trends.